Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor was broken when insert the tibial implant during tka surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. There were no broken parts in the patient¿s body. There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.